Manufacturer narrative:
Follow up report 3 (correction): this report is being submitted to provide the correct event aware date/due date of the additional information provided in follow up report 2. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information received indicates the patient was hospitalized for a revision procedure, as the shock impedance remains out of range, between 145 and 150 ohms. The lead will be explanted, and the procedure was scheduled. The lead remains in service at this time, and no adverse patient effects have been reported outside of the hospitalization. Additional information was received indicating that this lead was explanted and replaced. The lead was disposed by the facility; therefore, it is not available for return and analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information received indicates the patient was hospitalized for a revision procedure, as the shock impedance remains out of range, between 145 and 150 ohms. The lead will be explanted, and the procedure was scheduled. The lead remains in service at this time, and no adverse patient effects have been reported outside of the hospitalization.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information received indicates the patient was hospitalized for a revision procedure, as the shock impedance remains out of range, between 145 and 150 ohms. The lead will be explanted, and the procedure was scheduled. The lead remains in service at this time, and no adverse patient effects have been reported outside of the hospitalization. Additional information was received indicating that this lead was explanted and replaced. The lead was disposed by the facility; therefore, it is not available for return and analysis. No additional adverse patient effects were reported.